Event description:
The operator of an advia centaur cp instrument stated that there was a delay in running one stat patient sample for troponin due to wash station errors. The operator attempted to run the sample multiple times before having a successful run. The operator stated that it took one hour and forty-five minutes before they obtained a result. It is unknown if there was any delay in patient treatment due to the delayed result. There are no known reports of patient intervention or adverse health consequences due to the delay in obtaining a troponin result.

Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site to address wash aspiration errors. After evaluation of the instrument, the cse replaced the tubing for the wash and base solutions and the waste tubing. The cse ran quality controls to verify the instrument was operational. The cause of the delay in testing a patient sample for troponin was related to inadequate wash aspiration. This instrument is performing according to specifications. No further evaluation of the device is required.